Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned for evaluation as it remains implanted in the patient. Imagery was not provided for review. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. While edwards durability testing of sapien xt meets and exceeds current iso standards and FDA guidance for bioprothesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves. In this case, complaint was confirmed by medical records. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years 3 months post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process (hypercholesterolemia). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years 3 months post implant of a 29mm sapien xt, the patient is planned for a valve in valve (vinv) procedure. Per medical records received, a tte was done approximately 6 years 2 months post tavr, the bioprosthetic valve had a mean gradient of about 20 mmhg and an aortic valve area of 1.0 cm2, mild-moderate aortic valve regurgitation was present. There was also mild-moderate mitral valve regurgitation, moderate-severe tricuspid valve regurgitation, rvsp 67 mmhg. Ejection fraction 25-30% with regional wall motion abnormalities consistent with cad.